Manufacturer narrative:
Mindray service representatives replaced the display's power supplpy and returned units to service.

Event description:
Customer reported a failed flat panel display on the panorama central station which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.